Event description:
Boston scientific received information that during a routine in clinic follow up, noise and high out of range pace impedance measurements were observed on this right atrial (ra) lead. The noise was oversensed resulting in inappropriate atrial tachy response (atr) mode switches. The physician elected to reprogram the device to ventricular only pacing. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.